Manufacturer narrative:
The field service engineer evaluated the instrument. The waste spill was cleaned and the cracked fitting was replaced. A review for similar events was conducted. There have been only (B)(4) similar events reported from 2005-2010. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.

Event description:
Customer reported a potential biohazard when a fitting on a quick disconnect cracked and leaked waste fluid into the bottom tray of the lh 750 slidemaker. The operator was not exposed to the waste material which was contained within the tray inside the lh 750 slidemaker. No reports of death or serious injury, and no affect to operator safety as a result of this event.